Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The manufacturer reported: "since there is no sample returned for investigation, 1 set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed during investigation. The cuff pressure of the production representative sample was then inflated to 25 mbar by using calibrated endotest. Both tracheal clear cuff and bronchial blue cuff pressures were observed to be maintained at 25 mbar. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. Based on the investigation conducted, the complaint on this complaint mode could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing testing before using on patient.

Event description:
It was reported that: 20 nov 2023, the doctor found cuff leakage when doing testing before using on patient.

Manufacturer narrative:
Qn# (B)(4).